Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged eye problems , mucus in throat , headache , ear problems , breathing problems. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.